Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it is reported that the ncb pp distal femur plate was broken. Devices analysis: the broken ncb pp distal femur plate, 12 holes, was returned for investigation. The plate was fractured in the central hole of one diagonal 3-hole pattern. Both fracture sites show polished areas whereby a complete fracture site analyses cannot be performed. The examinable fracture site sections show a possible fatigue fracture of the plate. There is no material defect visible which could have triggered or favored the fracture. Furthermore, there is a crack visible in proximal hole of the mis interface. On the plate surface there are several scratches visible. Review of internal documents: inspection plan: 100% visual inspection was conducted. The correct plate insertion and fixation is described in the surgical technique. Mis interface, consisting of three holes, allows for connection to the targeting device. Possible causes for the reported event according to sap risk management worksheet: a. Line r-1.4.1: breakage of implant due to movement between implants leads to notching / fretting. B. Line r-1.4.9: breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). C. Line r-2.2.3: breakage of implant due to chemical / galvanic / crevice corrosion of material. D. Line r-3.2.2: failure of surgery due to off label use. E. Line r-w-4.2.1.1.2: breakage of implant due to implant will be implanted against contraindication. F. Line r-w-4.3.1.1.1: breakage of implant due to wrong interpretation of in situ device position and/or dimension. G. Line r-w-4.3.1.1.2: breakage of implant due to wrong interpretation of x-ray template for dimensions. H. R-w-4.5.2.1.1: breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. I. Line r-w-4.6.1.1.1: breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. J. Line r-w-4.6.1.1.2: breakage of implant due to patient do not follow the postoperative protocol. 2. Comparison to investigation results whether it is possible and justification: a. Not possible: there is no evidence for notching or fretting. B. Not possible: fatigue strength evaluation of a ncb pp prox femur plate construct (research report). Engineering design rationale for the ncb pp df plate (research report). Engineering design rationale for the ncb curved femur shaft plate (research report). C. Not possible: no signs of corrosion found during investigation. D. Possible: as no surgical report or other information was provided, this point cannot be excluded. E. Possible: as no surgical report or other information was provided, this point cannot be excluded. F. Possible: as no surgical report or x-rays were provided, this point cannot be excluded. G. Possible: as no x-rays were provided, this point cannot be excluded. H. Not possible: the plate seems not be bent. I. Possible: it can be that the patient was not aware of postoperative restriction. It is also possible that the user/surgeon did not follow IFU. J. Possible: it can be that the patient did not follow the postoperative protocol. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The returned plate shows a possible fatigue fracture. There is no evidence or information for possible material defects or production failures. However, there are several factors which may have contributed to the breakage. - it is possible that the patient did not follow the post operative protocol. - it is possible that the plate was over stressed. - too much weight applied to the leg. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review.where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp dist fem plate, r,12 h, l. 278mm on an unknown date. The patient was revised on an unknown date due to breakage.